Event description:
It was reported that multiple intermittent altitudes alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, customer loaded a new cartridge and continued to use the pump for insulin therapy. No additional patient or event information was provided.